Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due low blood glucose on (B)(6) 2021. Blood glucose reading was 15 mg/dl. Customer current blood glucose level was 180 mg/dl. The customer stated that when they woke up they were in the ambulance. The customer was sweating at the time of low blood glucose event. Customer alleged insulin pump was over delivering insulin because they could not feel them going low. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not used auto mode feature at the time of low blood glucose event. The customer will discontinue the use of device.